Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s device rf was not working. Session record was reviewed, and it was discovered there was an rf internal error. A cyber security upgrade was performed, and rf was restored successfully. The patient was asymptomatic and will continue with regular follow-up.